Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had an unexplained drop in battery longevity estimate noted in clinic. Mid-way through the check, wireless telemetry was lost with the patient's device. Attempt to re-attempt using the "extend wireless connection time" and with the programmer head were unsuccessful causing the programmer to freeze. The programmer was turned off and back on again to re-interrogate the device with no change to longevity estimates. The patient will be set up for remote monitoring. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the suspected device issue is intermittently causing increased current drain; premature battery depletion. It was noted that battery longevity estimate was three years and then six months the battery estimate dropped to ten months, with no reasonable causes for battery depletion as there were no therapies delivered, no changes to pacing percentage or lead parameters. Because an accurate battery estimate could not be made due to the uncertainty of the cause of the issue the physician decided to replace the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis did not confirm the reported low battery voltage and did not observe high current drain. The device was fully functional throughout the analysis. No hybrid anomalies were found. Battery analysis revealed plated lithium material was found on the inner battery case surface, along the top edge of the case liner and adjacent to the cathode tab. The lithium material extended under the head space insulator and contacted the cathode tab located in segment 3 of the coil. Based on this analysis, the premature battery depletion was the result of an internal short from the plated lithium material bridging the battery case (negative polarity) and the cathode tab (positive polarity). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.